Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with drug-resistant epilepsy had implantable neurostimulator (ins) replacement. Prior to replacement, electrode impedance was checked and were green. During replacement, when the extension was connected to the ins, impedance problem was found. The extension was removed from the ins, wiped with gauze and reconnected but the impedance issue persisted. All contacts remained red. The rep requested the old ins was connected and impedance was also incorrect. A new ins was implanted and the wound was sutured. After about 2 hours and a conversation with the doctor, the patient came to the operating room again. The wound was opened and the ins was disconnected. They checked the impedance of the extensions using the extension stimulation cable. New extensions were already prepared on the table. The impedance was measured and the impedance was good (green). The ins was reconnected, impedance measured again and impedance was bad. Only contact 0 and 8 were green. There was no consent to replace the extensions with new o nes. Another new generator was requested. The impedance was connected and measured. After the first test, contact 0 and 8 were green and the rest were red. The extensions were removed and reinserted. This was done three times. The last impedance showed: left side: contact 1 green, contacts: 0,2,3 red. Right side: all contacts green. They did not agree to exchange the extensions for new ones. The patient was stitched up. There were no x-rays. There was no visible break in the extensions. The issue was not resolved.